Event description:
It was reported that pump had low alarm sounds, a defective loudspeaker, and accident damage. The customer returned the product for those issues, and during physical inspection it was found that the downstream occlusion (dso) seal was coming away from the chassis. This occurred during bench testing, and that there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) seal that was coming away from the chassis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.